Manufacturer narrative:
(B)(4). Correction: additionally, sterile, unused starclose se devices (not proglide as on the previous report) were received and tested.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reportedly discarded. Information is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after an interventional heart catheterization. Reportedly, the starclose se clip was deployed; however, there was still pulsatile blood flow. The clip was not seen on the device. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of the device returned for analysis a conclusive cause could not be determined for the reported difficulty. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Additionally, sterile, unused proglide devices were received and tested. The devices were successfully deployed with no malfunction.